Manufacturer narrative:
B3: event date has been estimated manufacturer's investigation conclusion: the reported event of a ¿call hospital contact¿ message being displayed on the system controller was confirmed via analysis of the log file; however, the reported event was not reproduced during testing of the returned system controller. A log file was downloaded for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured a backup battery fault alarm on (B)(6) 2025 from 23:19:24 to 23:22:36 due to the backup battery not passing the load test. The backup battery did not pass the load test due to unloaded voltage measuring under the acceptable voltage of 10.2 v. The driveline was disconnected on (B)(6) 2025 at 23:21:34 to exchange the system controller. No other notable alarms were observed during this time span. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Incidental findings: the strain reliefs on the connector side of both controller power cables were observed to be broken the device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic for a routine office visit (ov) on (B)(6) 2025 stating that they had exchanged their controller about month ago when everything lit up. The message on the controller said to "call hospital contact". The customer was going to return the controller for analysis. The patient's new controller looked fine on interrogation in the clinic. The healthcare provider was not convinced that the patient needed to exchange their controller. The cause of the controller exchange was unknown.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.